Manufacturer narrative:
The company rep observed the reported failure. He noticed that a component of the power supply had failed. The unit and the power supply were returned to datascope for further investigation. Investigation ongoing.

Event description:
The customer reported that while the unit was in use on a pt, the unit began to make a "clattery" noise that comes from the exhaust. Then unit shut down without any alarm. The power switch was turned off once, and then turned on again. The "clattery" noise began right after the power switch was turned on. The unit shut down 3 minutes after the power switch was turned on. The customer tried to reset the power several times but the results were the same as above. The pt was switched to another unit, and therapy was continued. No pt injury was reported.